Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Discarded.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." "Inspect the instrument case and instruments for damage upon receipt and after each use and cleaning." The following sections could not be completed with the limited information provided. Initial reporter. Manufacture date ¿ ni.

Event description:
It was reported the trial bearing cracked after multiple sterilization processes. The device continues to be used in procedures.